Manufacturer narrative:
This complaint is still under investigation.

Event description:
Patient has experienced increasing discomfort over last 6 months. During surgery, stem was found to be relatively loose, acetabular cup was solid.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. Supplier analysis: analysis of the returned product show a disappearance of the hydroxyapatite, which is normal because naturally the human organism integrates and absorbs this coating in the months which follow the establishment. Some presences of osseousintegration are noted the stem was checked dimensionally at various places (plan dwg-8h200049/b and mps-s0201 / b), it is in conformity with its definition. Bioengineer analysis (by cpd leeds): the implant was implanted for 247 days before revision. From the review of the corail stem, the following observations were made: areas where the hydroxyapatite (ha) has been removed. Areas where ha remains intact. Areas that appear to show tissue or bone adhered to the stem. These areas are observed on the medial, lateral, anterior and posterior surface of the implant but are of higher concentration distally than proximally. Scratching on the neck of the implant (likely created during revision). The areas of ha removal could be due to resorbtion in vivo or it could have been removed during the revision procedure. These areas of ha removal is typical of revised corial stems. The rate of resorbtion of the ha coating is dependent on the environmental and mechanical conditions adjacent to the stem which varies along its length in every patient resulting in some areas which resorb at a faster rate than others. The evidence of tissue or bone on the stem (unclear which due the sterilisation process that has occurred to the stem) suggests that some element of fixation has occurred, however the higher density of these areas distally suggests the stem may have been fixed distally and loose proximally. Without x-rays to review it is not possible to confirm this. No obvious damage to the delta ceramic head was observed either on the taper or bearing surface, therefore this component can be considered to be non-contributing. Likewise the pinnacle shell and liner which were left in-situ during the revision operation. Loosening is typically caused by a combination or surgical, patient and implant design factors. In this case there is insufficient information provided to determine the root cause. A pra (dva-107440-pra) was performed in 2012 regarding loosening of corail amt stems . It was concluded that there was no indicators of any specific patient harms in relation to the complaint rate, the average time in vivo or selected registry data reviewed. No product design related features were attributed to the complaints reviewed. A follow up for this issue is performed through complaint reviews.